Manufacturer narrative:
The following fields have been updated with additional information: h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that temporary non-profiled mode got disabled. A technical support specialist ran a query to check who changed the temporary non-profiled mode and enabled the temporary non-profiled mode to resolve the issue. The system functioned as intended after the technical support specialist made changes to the device.

Manufacturer narrative:
Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es which was enabled for temporary non-profiled mode, got disabled. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.